Manufacturer narrative:
This pacemaker remains in service, so therefore will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker displayed a longevity of less than 6 months. During a recent follow-up, however, the longevity was noted to be 2 years. The physician therefore decided to not replace this device. There were no changes in programming. The output pacing was decreased from 5 v to 3.5 v. This patient is not pacemaker dependent. The physician does not suspect that the battery is depleting prematurely, and there were no adverse patient effects reported.